Event description:
Event description boston scientific crm received information that during a device replacement procedure, this right ventricular lead was surgically abandoned due to noisy signals causing pacing inhibition. No adverse patient effects were reported.